Event description:
Information was received that reported a patient was hospitalized in 2009, due an incident of hypoglycemia. The reporter states the same day, the patient was "acting strangely". He was brought to the hospital where his blood glucose was "low". He was treated with IV fluids. The device should be returned for evaluation to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.